Manufacturer narrative:
Concomitant medical products: 5086mri52, lead; 5086mri58, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was suspected that the left ventricular (lv) lead pulled back. The lv lead remains in use. No patient complications have been reported as a result of this event.